Event description:
It was reported that the user experienced a low blood glucose while using the ilet bionic pancreas with an fsl3+ continuous glucose monitor (cgm), with the lowest cgm value of 50 mg/dl over approximately two hours after announcing a usual meal size at dinner despite eating fewer carbohydrates than typical, followed by sleep. Symptoms included visual disturbance described as dots in front of the eyes, disorientation, and sweating. Outcomes included self-treatment with oral carbohydrates without hospitalization. Investigation included complaint intake review and user communication for troubleshooting and education regarding low glucose management and meal announcement practices. Investigation of this case revealed no device malfunction and suggested user-related factors consistent with incorrect meal size announcement in the context of reduced carbohydrate intake, which is a known contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated factors related to meal announcement and carbohydrate mismatch.

Manufacturer narrative:
Initial.